Manufacturer narrative:
The device was returned to resmed for an evaluation. Review of the device data logs confirmed the reported sf218, however, performance testing could not reproduce the reported sf218. The external battery of the device was not returned for evaluation. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error messages (sf218) related to a main board error and was switching power between the internal battery and external battery. There was no patient harm or serious injury reported as a result of this incident.

Event description:
It was reported to resmed that an astral device displayed an error messages (sf218) related to a main board error and was switching power between the internal battery and external battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported sf218 and revealed the external battery was aged. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported sf218 was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).